Event description:
An altitude alarm was reported on a pump, triggering a malfunction alarm. There was no adverse impact to the customer's blood glucose level. The customer's insulin delivery was paused due to the alarm, but the issue was resolved by cleaning the speaker holes and replacing the cartridge. Technical support provided guidance, resulting in the pump resuming normal operation after the new cartridge was successfully loaded and no further alarms occurred.